Event description:
Rn reports pump is making grinding noises but working well infusing patient without difficulty. Rn requesting a new pump. No side effects to the patient. Patient receiving medication as ordered. No adverse event with use of pump sn (B)(4) exp date 04/29/2017. Pump to be picked up for return (B)(6) 2017. Rn did not provide consent to contact patient re product complaint. Please document in the description whether or not an adverse event is associated with the product complaint. No adverse event with use of pump. Please confirm if the lot # and expiration date is available for the product complaint described in the narrative. If not, does the patient have the product in their possession. Please make sure the patient does not throw the product away. Have you issued a pick up for the defective product (this is to ensure the pharmacy has the defective product on hand if requested by the MFR). Please document in the description to include if the patient provided consent for the MFR to contact them directly in regards to the product complaint. Dose or amount: 15mg. Frequency: every week. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: e76.1 mucopolysaccharidosis, ty.